Manufacturer narrative:
The customer's products have been requested back for investigation and a supplemental report will be sent once new information is obtained. (B)(4).

Event description:
A customer reported experiencing an injury with an adc product approximately five months ago. They specifically reported that test strip fragments were in the adc test strip container and blew into his left eye when he set the container near a fan. He reported experiencing symptoms of "redness, flashing spots and irritation" and had the fragments removed at a health care facility. He was treated with unknown medication and the customer's eye reportedly "returned to normal". No specific treatment or diagnosis was reported. No additional information was provided. There was no report of death or permanent impairment associated with this report.